Event description:
It was reported that the lead was dislodged and fractured due to twiddler's syndrome. As a result, the tip of the lead was embedded in the heart. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found physical damage at 59 cm from the connector pin and the helix housing was missing. X-ray analysis revealed the distal coil fractured at the same location. Sem photographs indicated that all 8 wires of the distal coil were fractured.